Event description:
As reported, during flexible ureteroscopy (furs) involving stone removal, an ngage nitinol stone extractor's basket did not open upon pushing the handle. Another same type device was used to complete the surgery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510 (k) #: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annexes a and g). Investigation ¿ evaluation. As reported, during a flexible ureteroscopy (furs) involving stone removal, an ngage nitinol stone extractor's basket did not open upon pushing the handle. Another same type device was used to complete the surgery. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, and interview personnel were conducted during the investigation. One device was returned in an open package with label. Basket wires have been pulled from the sheath, handle will actuate the basket, but the basket does not form due to loose wires. The basket assembly is manufactured by a supplier. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot number and no nonconformances were found. A database search for complaints on the reported lot found three additional complaints reported from the field; 2 out of the 3 complaints were related to this issue. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that non-conforming product exists in house or in field or that the device was manufactured out of specification. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause has not been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.